Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2016 with the following findings: investigation revealed two cracks in the battery compartment. In addition, moisture was observed in the battery compartment. A leak test was performed and failed due to a bolus button and battery compartment leaks. The pump was opened up and no additional moisture was found internally. Unrelated to these issues, the pump was returned with the bolus button cover missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed two cracks in the battery compartment. In addition, moisture was observed in the battery compartment. This report is made based on results of investigation completed on 05/18/2016.